Manufacturer narrative:
Device evaluation: analysis of the lead found that all conductor wires were broken 2.8 cm from the proximal end.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-28, lot# 0208404149, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s ¿effect of the deep brain stimulation (dbs) therapy was gone from her right arm.¿ impedance testing was performed and it was found that ¿all contacts showed a high impedance.¿ it was noted the patient¿s system was checked shortly after surgery and the whole system was checked again prior to a troubleshooting surgery. During the troubleshooting surgery the patient¿s system was checked stepwise, ¿first the extensions and last the lead.¿ it was found ¿the lead was broken right after the connection to the extension.¿ it was stated the patient¿s lead was ¿defective.¿ it was stated ¿the extension on the left hemisphere had to be removed and replaced by a new lead.¿ following the replacement of the lead, ¿all components were checked again and the impedances showed regular values.¿ the replacement of the lead resolved the issue; the patient was alive with no injury at the time of report. It was noted that although it was a ¿regular movement that should resist damage,¿ the cause of broken lead was ¿probably due to the location of the connection (lead and extension) on the side of the neck and turning head.¿ no falls or traumas involving the patient had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.